Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: investigation confirmed that from the housing a material piece is broken off the distal end. The broken part has been returned .the fractured face shows homogeneous surface. The cutting head edge is blunt. Furthermore the cutting head as well as the housing inside have extensive marks of abrasion. The turning mechanism is hard to steer. Investigation of documentation for material and manufacturing shows that the instrument produced in 2012 to print specification. No failure in material or manufacturing could be detected. Afterwards it is unfortunately not possible to determine the exact cause of the damages. It is likely that extensive high mechanical force has been performed referring to the blunt edge. Furthermore the abrasion both on the cutting head outside and the housing inside lead to suggest that lubrication has not performed on long term base. This cause a not destined direct contact from metal to metal. Cumulated these issues lead to a material fatigue and afterwards into the reported damages. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that metal pieces blasted off from the housing. The failure was detected during cutting. There were no reports of patient harm or of a surgical delay. This report is 1 of 1 for complaint (B)(4).